Event description:
Excerpt from: letter to the editor, "microwave news" may/june 1998 issue: increasingly, the normal operation of delicate electronic circuitry is being disrupted by power of radiofrequency fields. Often these are annoying or unpleasant problems-as in the case of electromagnetic interference (emi) with computers. But sometimes they can be life-threatening. A large mfg co recently complained of interference patterns playing havoc with a group of computer-assisted design (cad) terminals. Floor-level extremely low frequency (elf) magnetic fields in the vicinity of the cad terminals were found to be greater than 100 mg over an area of several hundred square feet. Co managers were about to shield the terminals with "jitterboxes" when the problem became much more critical: the failure of an automatic insulin delivery sys used by an executive visiting the high-field area. The sys, which is worn on the ankle, senses the user's blood insulin levels and delivers insulin as needed. Med experts concluded that the elevated fields caused a circuit failure in the delivery sys. The cause of the high fields was traced to frayed insulation in the electrical wiring embedded in the base of the modular walls of an office cubicle. Once identified, the problem was corrected with a small section of electrical tape. The insulin delivery sys, with new circuitry, now functions normally again. This incident is not unique. Industry reps cited a similar incident at the april 28-29 dept of energy's emf engineering review symposium in charleston, sc. It should be stressed that in this case the elevated fields were suspected because of the disruption of the computer monitors. Without such interference, the cause would have been much more difficult to diagnose.